Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose in the 50 mg/dl range at the time of the incident. The customer had the insulin pump suspended for 7 hours and could not get out of the low blood glucose state. The customer manually removed the reservoir and their levels started rising. The customer was at 151 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes either the insulin pump or the reservoir had an issue. Customer stated that they have also been having a lot of highs lately. The insulin pump was returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not received stuck in manufacturing mode. Insulin pump passed the functional testings including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed the dat test at 0.08695 inches. The auto suspend feature functioned properly. Unit was received with scratched case and minor scratched lcd window.